Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing was observed. Device recorded multiple false pause episodes due to loss of contact. It was suggested that the device pocket should be settled for six weeks and reevaluated. The device will continue to be monitored. The patient was stable.

Event description:
New information received notes that when the patient presented in clinic, undersensing was still noted on pause episodes. Programming changes were made. The patient was stable throughout and will continue to be monitored.